Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet, during which the ilet did not display blood glucose; the cgm connection was restored during the call and blood glucose control was not affected. No adverse clinical symptoms were reported. Outcomes included no medical or functional impact and no hospitalization. User support included troubleshooting and education on cgm connectivity and signal restoration. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with no device performance degradation once the connection resumed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication loss.